Event description:
It was reported that the buttons were sticking or failing to respond. There was no reported impact to the customer¿s blood glucose level. The customer requested no follow-up, and no additional information was provided regarding corrective actions.